Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a patient receiving hydromorphone (concentration 40mg/ml), clonidine (unknown concentration) and bupivacaine (concentration 40mg/ml), the dose was unknown for all 3 drugs. The drug was being delivered via an implantable pump. The indication for use was non-malignant pain and failed back syndrome -other. On the day of this report, the patient went in for a refill, they were able to aspirate but unable to fill the pump; they were only able to refill with 37ml instead of 40ml. The physician told the patient to call the manufacturer and have a local manufacturer representative come out at the next refill procedure in case it happens again. There were no symptoms related to the event.

Event description:
Additional information received from the manufacturer representative indicated the inability to refill the pump on (B)(6)-2015. The reporter was instructed to use a smaller syringe (5 or 10cc) to force saline into the reservoir. The pump was replaced on the date of the report. The catheter was aspirated and the pump was primed (0.327ml). The pump would be sent back for analysis. The drug information was updated to hydromorphone (40mg/ml, 7.502mg/day), bupivacaine (40mg/ml, 7.502mg/day), and clonidine (2000mcg/ml, 374mcg/day).